Event description:
The patient was undergoing a coil embolization procedure in the iliac artery using a ruby coil. During the procedure, the physician was unable to manipulate the ruby coil as intended and attempted to remove the ruby coil for a smaller coil. Upon retraction, the ruby coil became stretched, yet was easily removed. The procedure continued using additional ruby coils. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the device was implanted in the patient and was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.